Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that unknown alarm had occurred in insulin pump. They had tried different insertion sites and insulin pump was still alarmed during bolus. The blood glucose was 8.9 mmol/l. The insulin pump was replaced but again problem was continued with new insulin pump. The customer was advised that the insulin pump needed to be replaced. The product will be returned for analysis.

Manufacturer narrative:
Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, self test, force sensor test and occlusion test. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing.